Event description:
It was reported that the patient presented to dr (B)(6) with hip pain. Dr (B)(6) has requested that we evaluate the femoral head and liner. He is requesting dimension analysis but other information is appreciated. I am providing the femoral head and liner that was removed and replaced with a 36mm head and liner.

Manufacturer narrative:
The delta un.fem hd 44mm r44 16/18, cat# 6519-1-044, lot# unknown was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pain and a potential dimensional issue involving a trident 0 degree insert was reported. The event was not confirmed. Visual analysis indicated the returned insert was slightly yellowed, but otherwise unremarkable. The insert passed dimensional inspection. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot. The investigation concluded that the potential dimensional issue could not be confirmed and a root cause for the reported pain could not be determined. The device was dimensionally within specification. The exact cause of the pain could not be determined because medical records, including operative reports, x-rays, patient history, and follow-up notes were not reported. Additionally, pain is not a device specific failure mode rather it is a symptom to what the patient is actually experiencing.

Event description:
It was reported that the patient presented to dr. (B)(6). With hip pain. Dr. (B)(6). Has requested that we evaluate the femoral head and liner. He is requesting dimension analysis but other information is appreciated. I am providing the femoral head and liner that was removed and replaced with a 36mm head and liner.